Event description:
It was reported that customer experienced difficulty loading cartridges. There was no reported impact to the customer¿s blood glucose level. No corrective actions, troubleshooting steps, or follow-up activities were documented, and no additional information was received regarding the outcome of the event.